Manufacturer narrative:
Article citation: jerzy kolasinski, md, phd and others, bia-alcl epidemiology in an aesthetic breast surgery cohort of 1,501 patients, aesthetic surgery journal, 2023;, sjad181, https://doi.org/10.1093/asj/sjad181. Continued e1 (email address): (B)(6). Continued e1 (facility name): (B)(6). Continued h.6 health effect impact codes: f2201 biopsy, f2203 imaging required. The events of seroma-late, bia-alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, bia-alcl.

Event description:
Literature review titled "bia-alcl epidemiology in an aesthetic breast surgery cohort of 1,501 patients" reported a patient who was initially implanted with a non-allergan breast implant which was replaced by an allergan implant. Patient subsequently developed seroma, and was diagnosed with bia-alcl (pt1n0m0- stage 1a). Device was explanted and replaced. Pathological biomarkers cd30+ and alk- were confirmed.

Manufacturer narrative:
Treating physician: (B)(6). Treating physician: (B)(6). Treating institution: (B)(6).

Event description:
Literature review titled "bia-alcl epidemiology in an aesthetic breast surgery cohort of 1,501 patients" reported a patient who was initially implanted with a non-allergan breast implant which was replaced by an allergan implant. Patient subsequently developed seroma, and was diagnosed with bia-alcl (pt1n0m0- stage 1a). Device was explanted and replaced. Pathological biomarkers cd30+ and alk- were confirmed.